Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise on the shock channel. The noise was unable to be recreated with patient isometrics. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Subsequently, the patient was seen and defibrillation threshold (dft) testing was performed. The patient was unable to be induced with standard 31 and 41 joule shocks. In triad configuration, the patient was unable to be converted with a 31 joule shock. In coil to coil configuration could induce and the patient was rescued with one 31 joule shock, however, high out of range shock impedance measurements greater than 125 ohms was observed. Additional testing was performed and shock impedance measurements were noted to be 95 ohms. The lead configuration was left coil to coil and the remote monitoring alert value was increased to 150 ohms and monitoring will be continued. No additional adverse patient effects were reported. This product remains implanted and in service.